Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump settings were accidentally changed. Tandem technical support guided the customer through adjusting the pump settings. Customer's blood glucose level was 171 mg/dl.